Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. The patient reported experiencing dizziness and was prescribed holter monitoring. Via holter monitor loss of ventricular capture was noted. Patient was brought to the clinic and isometrics were performed but were inconclusive. The patient was provided with a magnet to take home and place on the device when they experienced dizziness. Related manufacturer reference number: 2017865-2019-11048.